Event description:
It was reported that the right ventricular lead had a high threshold and the device reached elective replacement indicator early. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 694765 implantable tachy lead 2011 (B)(6); 1258t competitor implantable pacing lead 2011 (B)(6); 4076 implantable pacing lead 2011 (B)(6). (B)(4).